Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an out of range low shocking impedance measurement of less than 20 ohms was detected and the patient was brought into the clinic for a device interrogation. Upon evaluation, the shock lead impedance test revealed an impedance measurement of 60 ohms in a triad configuration. The clinician was unable to reproduce the out of range low impedance measurement with isometrics or pocket manipulation. Review of the arrhythmia logbook showed two non-sustained episodes that were appropriate and trending noted that the shock lead impedance has been stable. Two commanded shocks were also performed, both yielded impedance measurements within range. The patient will continue to be monitored and the device and lead remain in service. No adverse patient effects were reported.